Event description:
During verification testing at the mfg facility, the tubing was separated from the leg of the proximal clave y-site.

Manufacturer narrative:
During testing, the tubing separated from the leg of the proximal clave y-site. This was due to excess solvent that weakened the tubing resulting in the formation of the small gaps. Mfg personnel at the mfg facility were informed of the correct solvent application method during the mfg process. This event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.